Event description:
Immediately after the procedure was done, my periods started to become longer. I was also diagnosed with a fibroid after the procedure was done. Prior to this I had never had any health problems. In the following months, I began to have painful periods that I had to begin taking pain reliever for. I hurt really bad on the right and left of my stomach where the essure is inserted. It has affected my self esteem, and my everyday life activities. As a result of the essure causing irregular, longer, painful periods, I have become very insecure, and self conscious causing me not wanting to be around my co-worker, family, friends, social events, go grocery shopping, or out in the public at all. Not to mention my sex life is almost non existent because of the embarrassing smell and the pain it causes. It's causing me to have continuous bacteria infections, and yeast infections that go away for short periods of time and return. I'm forced to wear panty liners daily because I'm paranoid about my period deciding to show up, and they irritate my vagina making it sensitive to the touch and raw. Whenever I explain my problems/concerns to the dr, they always say it's not the essure that's causing my conditions. Therefore, they proceed to suggest having a hysterectomy, novasure, etc., to resolve my issues, none of which I approve of. I'm drained, and I just want the essure removed; so that I can have my life back.